Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation.(B)(4).

Event description:
It was reported a revision surgery due to aseptic loosening of the acetabulum, right hip, including trunnion wear on the femoral component.